Event description:
It was reported that a set disconnected where the silicone segment attaches to the lower safety clamp fitment. Details of the event are as follows: in the ER, a pt was getting a blood transfusion. The clinician was responding to a pump alarm and opened the door. While closing the door, the tubing disconnected and the blood squirted onto the clinician's eyes, face and clothing. The clinician flushed her eyes and declined and further treatment as it was donor blood. There was no harm to the pt or the clinician and no medical intervention was required. The reporter stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because it was discarded at the hosp. We are unable to determine the cause of the reported disconnect.